Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer's housing was broken. It was observed that the paper drawer cover and bullets assay were missing, the cord bay latches, the keyboard hinge, the keyboard front latch and keyboard slide rail left and right were broken. It was further determined that the programmer stylus was not working. It was noted that the cooling fan was noisy, the lower hinges left and right were worn and some pixels lit up intermittently on the liquid crystal display (lcd) due to a micro processor unit (mpu) board issue. All found defective parts were replaced and all other identified issues were resolved. Reconfigured hard drive, reloaded and updated software and the programmer then passed all final functional and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer's housing was broken. The programmer was returned for evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.